Event description:
In pt planning, when you set up a field with each x jaw set to 20cm (non-wedged direction) and the orientation is set wedge in/wedge out, the dose is calculated as expected. If you then copy that field, the x jaws are reset to 7.5 or 10cm even though the wedge orientation is correctly copied as wedge in/wedge out. There is a warning that jaw settings have been changed, the dose however remains calculated for the previous jaw settings. In addition, if you exit planning with the field calculated and display the plan again, the jaw settings are changed. Again with warning and the dose remains calculated for the previous jaw settings. Both lead to a discrepancy between the jaw settings displayed and those used for the dose calculation.